Manufacturer narrative:
The customer's report was not replicated or confirmed. The device passed bench handling, defib cycling, environmental stress testing, and internal inspection of all power and display related cables without duplicating the report. Review of the log found no evidence of power related issues. The log does not capture display related issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.